Manufacturer narrative:
The device was returned for evaluation. The reported issue (blocked channel) was not confirmed during examination. In addition to foreign material in the biopsy valve, the evaluation determined the angulation control did not meet with specifications for the up direction due to a worn angle wire. The bending section adhesive was broken, the channel tube was broken and no longer water-tight, the charge coupled lens protector was broken. Functional testing showed the scope relayed an incomplete image (partially dark); this was caused by scratches on the charge coupled device lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that the evis lucera elite gastrointestinal videoscope was being prepared for use for diagnostic procedure and they found the channel was blocked. The customer reported the patient procedure was completed with a similar device with no delay. The device was returned to olympus medical for evaluation. During the evaluation, the device was found to have foreign material in the biopsy valve. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient were reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an imperfection of proper reprocessing caused by a leakage at the biopsy channel. A further cause of the leakage could not be presumed. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): -inspection of the instrument channel the user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "-if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.". "-be sure to brush the inside of the instrument channel and suction channel. Otherwise, insufficient cleaning and/or disinfection of the endoscope may pose an infection control risk.". Olympus will continue to monitor field performance for this device.